Manufacturer narrative:
Initial reporter postal code: (B)(6). The lot was manufactured from january 20, 2021 - january 22, 2021. Two (2) actual devices were received for evaluation containing 48ml and 65ml of residual drug fluid. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified on both devices. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two(2) large volume infusors underinfused during patient infusion. It was further reported approximately half was left (120ml). The peripherally inserted central catheter (PICC) line was patent. The devices had been filled with meropenem 3000mg in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.